Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found diluent leaking from a pinch valve and replaced the pinch tubing to resolve the leak. The fse also replaced tubing to two other pinch valves as a preventive measure. (B)(4).

Event description:
The customer reported a coulter hmx hematology analyzer with autoloader leaked fluid from the flow cell area onto a laboratory counter. The customer stated the instrument was running controls at the time of the leak and was not reporting numerical differential results. The operator was wearing a lab coat and gloves when the leak occurred. There are no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous patient results generated in connection with the leak.